Event description:
It was reported that the maryland bipolar forceps instrument wire was sticking out at the hinge of the forcep prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was broken at the proximal hypotube assembly. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage found. The evidence was inconclusive, but the damage was likely due to improper cleaning.